Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to an issue inside ECG ¿c¿. An unused pulse wire migrated within the ECG electrode and caused the ecgs to be non-functional. The belt did not pass falloff testing. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿c¿ cable was the lack of a method to secure the unused wire ends. There was no adverse event that resulted from the damaged belt.